Manufacturer narrative:
Additional manufacturing narrative: the product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
Per FDA maude database. Description: patient appeared to be desaturating to the 70's per massimo forehead pulse oximetry sensor. Interventions immediately began to improve oxygenation. No improvement per pulse ox. Pulse ox was lined up with pupil, headband properly placed, full pleth and carat with no indication of inaccurate reading per massimo guidelines. New senor placed in the same position as the old sensor and resulting in a reading of 100% spo2.